Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer, replaced the o-ring seal and recalibrated the photomultiplier tube thermals. The cse also replaced and aligned a bent reagent 1 probe. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result was a bent reagent 1 probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.